Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 978a128, lot#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient said that they requested that the surgeon place the lead on the right side and was told as a result the surgery took longer, lasted 2.5 hours, since the surgeon attempted to place lead on the right side however wasn't able to get any good response. Subsequently the surgeon then tried the left side and placed the lead in a hole that affects all the nerves going down the leg. It was also reported that right after implant patient experienced some problems when at home and was directed to turn the stimulation off, so the patient said they didn't use the therapy for the first week. Patient was having frequency urges and nerve problems. Patient said for over 24 hours they felt like they had a rubber band around the calf and the lower leg was tingling and internally felt cold, however externally was not. Patient did go to the ER, said had an ultrasound and was told everything was fine, and was told that it was some nerve irritation. Patient was directed to turn stimulation off from (B)(6) 2021. Patient charged the implant on (B)(6) 2021 and then turned stimulation back on and didn't have the nerve symptoms any longer.